Event description:
It was reported that a novum iq large volume pump remained frozen and the red light was flashing found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional testing and the screen flickered, accompanied by vertical movement of the baxter logo was observed during device startup. Otherwise, the system boots up successfully. The reported condition was verified. The cause of the condition could not be determined; however, the evaluator replaced the ui pcba which resolved the issue. No further ¿flickers¿ were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.